Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. The customer reported she received a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor and self-treated with insulin (dose/type unknown). The customer experienced symptoms described as dizziness, extreme sweating and subsequently loss of consciousness. On (B)(6) 2019, the customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and treated with glucose injection, sandwich, and juice. No further treatment information was reported. The customer further reported the hcp advised to discontinue the sensor use. There was no report of death or permanent injury associated with this event.